Manufacturer narrative:
Customer was sent a replacement motor base on 09/01/2015 and was asked to return original motor base to ameda, inc. For evaluation. An expedited, prepaid (B)(4) return label was provided for product return. 2 phone calls were made and 1 email was sent requesting product return. As of this date, product has not been returned to ameda, inc. For investigation. A supplemental report will be filed if product is returned.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report using the purely yours breast pump on the morning of (B)(6) 2015 with the ac adapter plugged into a home electrical outlet. Customer states hearing a popping and sputtering sound coming from the pump base. She stopped pumping and noted a brown, thin fluid leaking from the battery compartment. She noticed she left batteries inside the battery compartment and removed them. She states the batteries were intact. Customer touched the brown fluid with her right index finger but denies any injury or burn.